Event description:
A physician attempted to use kiwi vacuum to assist with planned c-section delivery. The device did not have suction. The physician used two different kiwi¿s without success. 1. Lot# 220671. 2. Lot# 230346.